Event description:
It was reported that about one hr after pumping began, the electrocardiogram signal was spontaneously lost. Direct skin leads were connected to the electrocardiogram input, but no signal was produced. The slave electrocardiogram signal was then connected to the electrocardiogram phono-input and the signal was restored. Iabp therapy was interrupted for 30 secs during this difficulty. The pt was transferred to another pump without any complications.